Manufacturer narrative:
Initial and final MDR-(B)(4). Device 2 of 6. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion sets connection issue event on (B)(6) 2025. The infusion sets was accidentally pulled out during use due to the tubing catching on something or the pump falling. The patient's blood glucose level was high, and a correction bolus was administered via the pump. The issue occurred with six infusion sets. No further information available.